Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00211: plate.

Event description:
While implanting an ankle plate in the patient, one screw broke and could not be removed. This caused a 15 minute delay in surgery.